Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with back-to-back test results obtained on (B)(6) 2024 pm non-fasting separate hands of 216 mg/dl and 113 mg/dl. Customer stated his cgm was reading 162 mg/dl and a second blood meter (different brand) 180 mg/dl non-fasting. The customer¿s expected blood glucose test result ranges are 80-110 mg/dl am fasting and 160 mg/dl average non-fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 106 mg/dl and 86 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/25/2026 and open vial date is last week. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 03-feb-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.